Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes are getting opened on their own. This occurred 1400 times. The following information was provided by the initial reporter: this issue is regarding our clot activator(red top tubes),as per customer, after exhaustion of vaccum, the cap of tubes are getting opened on its own and the are at risk of sample getting spilled and even few samples got spilled as well.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes d9. Returned to manufacturer on: 08/12/2022 h.6. Investigation summary material #: 367812, lot/batch #: 1293958. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd received 10 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for second stopper creepout was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for second stopper creepout with the incident lot was observed. This complaint has been confirmed for the indicated failure mode second stopper creepout. Bd has initiated further root cause investigation relating to the issue of second stopper creepout through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes are getting opened on their own. This occurred 1400 times. The following information was provided by the initial reporter: this issue is regarding our clot activator(red top tubes), as per customer, after exhaustion of vacuum, the cap of tubes are getting opened on its own and they are at risk of sample getting spilled and even few samples got spilled as well.